Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, he cannot read without a bright light, enjoy his computer, television or go anywhere without waring dark glasses. The consumer reported he now has macular degeneration possibly caused by damage during his procedure in the left eye. Additional info was requested, the surgeon replied he is unwilling to complete the questionnaire. He reported the lens is positioned and centered as it should be. There are two medical device reports associated with this event. This report is for the fellow eye.